Event description:
It was reported that the user experienced frequent overnight low glucose values in the low 60 mg/dl range after returning from vacation and requested a reset; review identified late and inconsistent meal announcements, use of meal announcements as correction doses, unannounced meals prompting automated correction insulin, and overtreatment of hypoglycemia with unmeasured carbohydrates, with education provided on timing and treatment; this was categorized as a use-of-device problem. Symptoms included hypoglycemia. Outcomes included medication-type intervention with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and the device component could not be specifically categorized. It was concluded, based on previously established findings for similar reports, that the cause was traced to user behavior.

Manufacturer narrative:
Initial.